Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outer layer of the catheter was detached. A 150cm renegade hi-flo fathom system was selected for a mapping case of a liver mass for an embolization. During the procedure, the catheter was placed over a wire and then through a diagnostic catheter. Manual flushing was performed through the microcatheter, however, it did not go out to the end. It came back through the diagnostic catheter. They pulled back the device and saw that the outer layer of the microcatheter had detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint catheter was returned. Visual testing revealed that the shaft of the catheter was found to be broken at 54cm from the hub with the inner braid exposed from 54-60.4cm from the hub. Blood was noted in the hub and throughout the shaft of the catheter. No other issues noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the outer layer of the catheter was detached. A 150cm renegade¿ hi-flo¿ fathom¿ system was selected for a mapping case of a liver mass for an embolization. During the procedure, the catheter was placed over a wire and then through a diagnostic catheter. Manual flushing was performed through the microcatheter, however, it did not go out to the end. It came back through the diagnostic catheter. They pulled back the device and saw that the outer layer of the microcatheter had detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.